Event description:
Journal reference: diamond et al. "Problems with deep brain stimulation devices referred to private practice for follow up." Parkinsonism relat disord 2007;13(8):520-523. Retrospective review of 9 patients implanted with dbs, initially programmed at other centers and referred to community practice for follow-up. In community practice, patients were re-evaluated, which included review of pre-dbs records, and assessed by movement disorder physician. Pre-dbs diagnosis was subsequently modified for 3 pts. Overall, mean age of 57.8+/-12.9 years with age at implantation of 55.4+/-13.9 years. Reportable event: of 3 patients determined to be poor candidates for dbs based on a review of medical records, one had a serious dbs-related event of post-operative pulse generator infection. No further details provided.